Manufacturer narrative:
(B)(4). S/w version 2.6d, retainer ring=clear. Customer complained on (B)(6) 2021 pump alarmed critical pump error. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2021 at 7:57:00 pm. The power management graph confirmed pump error 25 were triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Insulin pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2021 at 7:57:00 pm. The power management graph confirmed pump error 25 were triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.